Event description:
It was reported that during a lap sigmoid procedure, the teflon pad fell into the pt. The pad was retrieved and removed from the body. There is no further info available. The procedure was completed by pulling a like device. There was no pt consequence.

Manufacturer narrative:
Date sent: 07/11/2008. Info anticipated, but unavailable at this time.